Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited intermittent capture and had poor sensing. The physician made several attempts repositioning the rv lead but was unsuccessful. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Device evaluation : the reported events of intermittent capture and sensing issue were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies. Electrical testing found no conductor fractures or internal shorts. Correction section b5: the event was amended to include an additional information received mentioning high capture threshold and a correction to the event to include the physician's narrative.

Event description:
Correction : it was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited high capture threshold with intermittent capture and had poor sensing. The physician believed the patients damaged heart tissue caused the poor capture and poor sensing measurements. The physician made several attempts repositioning the rv lead but was unsuccessful. The rv lead was removed and replaced. The patient was in stable condition.